Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This retrospective analysis noted that fifty-one eyes (42 patients, median age 74 years) underwent xen surgery with primary needling at the time of surgery and thirty-five eyes (32 patients, median age 73 years) underwent xen surgery without routine primary needling. The events of exposure, blebitis, glaucoma progression, and keratitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Events of glaucoma progression, exposure, and blebitis are addressed in the labeling.

Event description:
In a retrospective analysis of their patients, a healthcare professional reported some of their patients underwent xen®45 gts surgery with primary needling and some did not. The following adverse events were noted: 3.9% of eyes who had primary needling at implant and 25.7% of eyes that did not have primary needling at implant all required postoperative needling ; 5 eyes (unspecified in which group) required further glaucoma surgery with insertion of a glaucoma drainage device, 2 eyes that underwent standard xen implant and 7 eyes from the primary needling group experienced the event of choroidal effusion, 2 eyes from the primary needling group experienced the event of device exposure/erosion, 1 eye from the primary needling group experienced hyphaema, 1 eye that underwent standard xen implant experienced the event of bleb leak, 1 eye that underwent standard xen implant experienced the event of blebitis, 1 eye from the standard group experienced the event of corneal dellen, 2 eyes that underwent standard xen implant and 1 eye from the primary needling group experienced the event of subconjunctival hemorrhage, 1 eye from the primary needling group experienced the event of cystoid macular edema, 1 eye from the primary needling group experienced the event of descemet membrane tear and 1 eye from the primary needling group experienced the event of bleb dysaesthesia.